Event description:
It was reported that when the patient presented to the clinic for a routine follow-up, the right ventricular lead exhibited noise reversion episodes. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.